Event description:
The customer reported being hospitalized due to low blood glucose of 44mg/dl. The customer changed the infusion set and ate dinner, but then she started to feel low and passed out. The customer's recent glucose reading was 539mg/dl, and she has treated with food and glucose tablets. Troubleshooting was performed. Reviewed the programming and found that the time in the insulin pump was an hour earlier than the local time. The customer stated that the reservoir was showing more insulin than the status screen shows. The customer also mentioned that the device was exposed to an MRI. Advised the caller to speak with her doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.